Manufacturer narrative:
The cartridge has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no defect was found.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the patient has blood glucose (bg) levels in the 400 mg/dl with polyuria and polydipsia, no ketones. During troubleshooting, the patient alleged that after loading a cartridge with insulin, the insulin will turn to gel; this could occur from 2 hours to the next day. This issue occured with 6 of 9 vials of humalog. Patient is not sure if it is the cartridge or the insulin. Patient does cartridge change per IFU, but admits having slightly refilled a cartridge during a change. Patient does not refrigerate open vials between cartridge changes and some of the open vials with insulin have turned to gel. Patient has had to change cartridge due to the gel insulin. This complaint is being reported because the issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.